Manufacturer narrative:
The user reported a hyperglycemic event on (B)(6) 2025 at 09:21 pm where user's sg was 333 mg/dl and bg was not taken which was confirmed on data management system (dms). The alert history indicated that the user received a high glucose alert at the reported time but didn't report symptoms of high glucose. The user did not seek medical treatment and waited for the sg to go down. Investigation based on the sensor data indicated that there was no issue with the system performance. Overall, blood glucose (bg) values aligned well with sensor glucose (sg) trends. A review of sensor data from the two weeks following the event confirmed good agreement between sg and bg values. The user was advised to continue using the system. B4. Date of this report 19 june 2025 g3.date received by the manufacturer? 19 june 2025 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 4121 h6. Investigation findings updated to 213 h6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event on (B)(6) 2025 9:12 pm CT where user's sg was 333 mg/dl and bg was not taken.after dms review,it was confirmed that on (B)(6) 2025 at 9:12 pm CT where user's sg was 333 mg/dl and bg was not entered.after dms review, we confirmed that the user received a high glucose alert at 9:12 pm CT, when the sg was at 333 mg/dl.the user didn't seek for medical treatment and only waited for the sg to go down.the user didn't report symptoms of high glucose.